Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional manufacturer narrative: the physician believes the surgical valve did not prematurely fail. Based on the information received patient factors and progression of valvular disease pathology most likely led to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it has been discarded.

Event description:
Through follow up edwards received information a 23mm aortic valve implanted 11 years was explanted due to severe prosthetic aortic stenosis, mild to moderate aortic insufficiency, calcification, and severe degeneration. Records noted the aortic bioprothesis was severely degenerated and firmly scarred into position. The explanted device was replaced with a 23mm aortic valve. The patient also underwent resection of ascending aortic aneurysm and placed 28mm prosthetic graft. The patient was transported directly to the cvrr in satisfactory condition. Patient was discharged on post-operative day seven.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted is being worked up for possible valve-in-valve procedure due to severe bioprosthetic aortic valve stenosis and mild to moderate aortic insufficiency secondary to calcification.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors likely contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 10 years, 11 months, is being worked up for possible valve-in-valve procedure due to unknown reasons.